Event description:
A report was received that the patient was experiencing discomfort at the upper system implant. The patient had place lidoderm patch over the area. The patient will undergo a revision wherein the ipg will be relocated and replaced. No device malfunction suspected.

Event description:
A report was received that the patient was experiencing discomfort at the upper system implant. The patient had place lidoderm patch over the area. The patient will undergo a revision wherein the ipg will be relocated and replaced. No device malfunction suspected.

Manufacturer narrative:
Additional information was received that patient underwent a revision wherein the ipg was relocated. The ipg was not replaced. Device malfunction was not suspected. The patient was reportedly doing well postoperatively.